Event description:
It was reported the generator gave an error 6 during a procedure. The dr wiggled the black cord and the error 6 went away. Later in the case, the generator gave another error 6. There was no pt consequence.